Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to non specific product issue. Subsequently, a new lead was successfully implanted. No additional adverse patient effects were reported.